Event description:
It was reported that the zimmer dermatome device quit working during a procedure. It was reported that an alternate device was obtained to complete the planned procedure. The surgical time was reported to have been increased by approximately twenty to thirty minutes, while the replacement device was obtained. It was reported that there was no documentation of harm or medical intervention as a result of the increased surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 9 years old and was last returned to the manufacturer for repair on (B)(4) 2011. Upon return, the device displayed damage to the head and nicks on the side rail. All four width plates returned with the device displayed evidence of over-tightening, scratches and nicks. The device was also out of calibration at the zero thickness setting depth and side to side specification. The device's motor did not operated erratically during initial inspection and post repair analysis. The customer's event that the unit could quit working could not be duplicated. However, the motor of the unit operated outside of specifications. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.